Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose was 391 mg/dl with a ketone level of 1.6 mmol/l. Subsequenly, the customer was taken to the hospital due to their elevated blood glucose. Customer's bg was treated with insulin and was released the next day with the issue resolved, no permanent damage, and in a stable condition. The customer reverted to an alternate form of insulin therapy.